Event description:
The user facility reported a 58 year old female on an impella rp due to acute myocardial infarction. Upon start of case, the purge cassette was inserted and a ¿defective purge cassette¿ alert was present. The purge cassette was replaced and pump priming continued. The patient remains on support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation was completed and h6 codes were updated. Investigation summary: failure to detect purge cassette: the cause of the failure to detect purge cassette was not established as no product or data logs were returned for analysis.